Manufacturer narrative:
Investigation summary : bd received two photos for investigation. The photos depict one tube with a stopper installed improperly and another tube with a crack at the bottom that is leaking blood. Additionally, 30 retained samples were inspected for damage and improper assembly, and none failed. Furthermore, 10 retained samples were also visually inspected for brittleness, and none failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: broken/leaking and improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using two bd vacutainer® sst¿ blood collection tube, the customer found deformed plugs and broken tubes. There was no health impact or consequence reported.

Event description:
It was reported that while using two bd vacutainer® sst¿ blood collection tube, the customer found deformed plugs and broken tubes. There was no health impact or consequence reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies;k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.